Event description:
It was reported that the patient with this right ventricular (rv) lead experienced muscle stimulation. Health care professional (hcp) thought something was wrong with patients' diaphragm, so a magnetic resonance imaging was done. Hcp tested the lead and patient had stimulation in abdomen when rv only and left ventricular (lv) only and hcp suspect that the problem is in the rv lead. Boston scientific technical services (ts) discussed that it is sort of ruled out anodal stimulation. Ts discussed lead may need to be revised. This rv lead remains in service. No adverse patient effects were reported.